Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with burst fracture at l1,2 underwent th12-l3 posterior spinal fusion. Intra-op, during insertion of rod, the rod inserter could not grip a rod firmly. The surgeon tried to tighten the rod inserter for its gripping force using driver but it could not be tighten then the rod inserter could not grip a rod anymore. There was another surgery that was scheduled using the rod inserter on the same day so that inserter was used in the surgery. No patient complications were reported.

Manufacturer narrative:
Product analysis: the inner shaft does not move when the locking lever is moved. The "c" clip that connects the adjusting mechanism to the shaft appears to have come out. It is possible to overload the clip if making tension adjustments while the rod is in place. It appears that the clip may have been overloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.